Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. D10 narrative: item #: 110030776. Lot #: 66238803. Item name: standard offset 40mm diameter glenosphere. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was revised due to dislocation. There was harm/injury to patient as the patient had to undergo additional medical/surgical procedure. Due diligence is complete. No additional information is available.